Event description:
Nellcor puritan bennett received a voluntary medwatch form regarding a led "burn" on a pediatric pt from the max-n sensor. The oximax max-n o2 adhesive sensor was in use with another company's oximetry monitor setup. When the sensor was removed from pt's big toe, it was noticed that there was a small, circular area under the nail bed that looked like a "burn". Other sites were assessed, and the right thumb had similar red circles that was similar to the size of sensor's led. There were no blisters, drainage or necrosis and the burns appeared to be first degree. The areas remained red for more than two days, however no treatment was ordered by the physician.

Manufacturer narrative:
The sensor was requested back, but is unavailable for evaluation. The staff noted that they did not know how to use the adhesive circles that came with the sensor package. Pt has pre-disposed condition. There was no issue with the spo2 readings from the sensor, nor did the sensor appear damaged or feel warm upon inspections by the hosp staff.